Manufacturer narrative:
Difficult to remove is addressed in the provided physician reference manual. No product or images were returned to assist with this investigation. The development of the zenith device followed and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings and precautions, as well as the correct deployment procedure. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worse case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location relative to the top cap. Location of this etch mark is verified on each device. A change request implemented changes to the loading procedures that will possibly prevent damage to the trigger wire. An alternate deployment sequence has been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent and subsequently releasing tension from the trigger wire allowing it to be removed. This was done on a change request and was effective on (B)(4) 2009. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar incidents.

Event description:
The trigger wire became compressed between the stent and the top cap, making it difficult to remove. The area representative also stated the physician mentioned this statement to him twice. "In two cases the contralateral gate does not line up with the side port on the captor valve." Patient's outcome/condition was requested but not provided.